Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Date of the event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken and the lead was explanted to address the issue.